Event description:
Health professional reported an alleged band slippage with a lap-band device. The band portion was replaced. The event was first noticed after pt experienced "reflux and vomiting" and went to the "emergency room' and staff "unfilled the band." The pt was "referred back" to the implanting surgeon. The implanting surgeon noted that after fills, the pt had to get "an unfill right away," saying the pt could not "tolerate" the band. The pt was compliant with dietary restrictions. The surgeon noted that "even when the band was filled a tiny bit," the pt would get "reflux and had vomiting."

Manufacturer narrative:
Rapidport ez strain relief. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a rapidport ez strain relief. Band slippage, intolerance, reflux and vomiting are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event and band slippage, reflux and pain as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the contraindication for pts regarding intolerance as follows: "pts who are known to have, or suspected to have, an allergic reaction to materials contained in the system or who have exhibited pain intolerance to implanted devices."